Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while selecting "new patient" the ICU nurses did not notice the pump was in the "pediatric profile" instead of "critical care profile" where not all medication profiles would be, which can lead to potential medication error. The issue was reported to a bd associate during site visit. There was patient involvement but no harm.